Event description:
It was reported that patient pc displayed the message "ipg reaching eol soon" or low battery warning. To address the issue surgical intervention took place wherein the ipg was explanted and replaced with new one. Post procedure therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.